Event description:
The surgeon implanted a cc4204bf plate collamer lens. The lens was removed without enlarging the incision. It was unk why the lens was stuck in the cartridge. Writing on the unit carton states "pt contact yes, lens changed to sulcus, posterior chamber opened, viterous remain back". In lieu of this info, additional info has been requested from the used facility, but none has been forthcoming. The injector that was used was a indigo-p and the cartidge that was used was a sfc-25 fp. The reporter was unable to provide the injector and cartridge lot numbers.

Manufacturer narrative:
H6: results - visual inspection of the returned product showed that the lens was stuck in the cartridge. Surgical residue/debris on product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector was not returned for evaluation.